Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was requested. The stent graft was deployed in normal fashion. The final angiogram revealed that the markers were above left renal artery. Another picture was taken magnified and 50% of the left renal artery was covered. There was good flow but needed renal stent. The physician implanted a 6x17 boston renal stent. The renal artery is now patent. The pictures attached demonstrate the following: before anchors deployed shows stent graft was below the renal artery and doctor pulled graft down another 2mms just prior to deploying anchors. The physician stated that the stent graft should have landed at least 2 mm below left renal and doesn¿t know how stent graft went proximal resulting in partial coverage of renal artery. No clinical sequelae were reported and the patient is fine. Review of several still angio images at implant confirmed that prior to deployment of the suprarenal stents the bifurcate was positioned just at or below the left renal. The proximal neck was essentially straight, and the neck diameter measured approximately 20mm l-r, per the calibrated catheter. After suprarenal stent deployment the bifurcate appears slightly more superior, and may be covering the left renal which still shows blood flow. The final image shows that a renal stent was placed into the left renal artery, and the proximal margin of the stent graft is now just below the stented left renal artery. The left renal is patent. No other stent graft issues were observed. The cause of the partial stent graft coverage of the left renal artery could not be determined from the images provided.

Manufacturer narrative:
(B)(4).